Event description:
It was rpeorted that (1) atb35 was used with (1) tr35b during a video assisted wedge resection procedure. It was reported by the affiliate that the device neither stapled nor cut. Opened another device to complete the case. There was no pt consequence.